Manufacturer narrative:
No product samples were returned for investigation. No lot number was provided by the customer, therefore, the manufacturing and expiration dates are unknown.

Event description:
It was reported that on an unknown date, approximately a year ago, taxol was found to leak inside double chemo bags. It was reported that the clear plastic piece in the center gets pushed in when they add drugs via the connector and did not pop back out to close the valve. There was no patient involvement. No additional information is available.